Manufacturer narrative:
The company service rep examined the system and did not find the conenctor to be damaged, however, it was mildly difficult to connect to. The connector was replaced and returned for an in-house evaluation. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. The connector has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unplanned anterior vitrectomy" (vitrectomy). Posterior capsular tear (capsular bag tear, posterior). Product problem(s): "vit connector would not fit on" (fitting problem). The facility reported during an unplanned anterior vitrectomy, the vit connector would not fit on the system. The vitrectomy was being done because a posterior capsular tear had occurred secondary to case complications. The nurse was able to force the connector on and the case was able to be completed with no pt injury.